Event description:
Code blue. Resident mds considered defibrillator to be not working correctly. Defibrillator sent to biomed for repair and evaluation. Biomed determined defibrillator had weak battery following code blue procedure. Could not determine if battery was weak before code blue procedure. Battery was replaced as a precautionary measure. After charging new battery, defibrillator was checked and determined to be working correctly. Defibrillator was then returned to svc.